Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information and symptoms. The patient¿s weight is 123 lbs. The patient experienced right-sided breast pain due to her right-sided capsular contracture. The patient's right breast was sitting higher with narrow base and much more projection. The patient was advised to perform massage on her right breast and was prescribed with singulair for the capsular contracture. However, the symptoms did not improve, and the patient decided to undergo a revision surgery. On (B)(6) -2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2021. D.6.b explantation date: 28-jun-2021 the relevant fields have been updated. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 15-apr-2021, mentor received additional information regarding the explantation date and replacement device. The patient is scheduled to undergo removal and replacement with a 275cc mentor memorygel breast implant (catalog #: 3505375bc ) on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2021, the suspected medical device was returned for evaluation. On 22-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two mentor memorygel breast implant prostheses (right catalog #:3505400bc, right serial #: (B)(6) , left catalog #: 3505430bc, left serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.